Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
The ario representative was informed that patient leg was trapped between the bed side rail and the lift. As a consequence of the event the resident sustained femur fracture. The patient had surgery in the hospital.

Manufacturer narrative:
The arjo representative became aware of the event with the involvement of the maxi 500 passive floor lift. It was reported that during transfer, the resident¿s leg was caught between the bed side rail and the lift. As a consequence of the event, the patient sustained a broken femur. Medical intervention was required. After the event, the arjo representative visited the customer. During the interview customer reported that during the event the castor malfunction was noticed and the lift battery was changed by the facility staff. Towards the reported device malfunction, the arjo service technician evaluated the device. The lift inspection did not show any malfunction. The arjo service technician was unable to recreate the customer allegation. Please note that the reported event was a sequence of unfortunate events. The caregiver did not notice that the patient¿s leg was jammed between the side rail and the lift. The malfunction reported by the customer could not lead by itself to any serious injury. The customer did not provide any additional information regarding event circumstances. The patient or user is not in any immediate danger and is not exposed to a risk to health, as long as the device is used according to the device labeling. When reviewing similar reportable events for the last 5 years, we have not found any complaints with a similar fault description. This is an isolated occurrence. Sum up, while the event occurred arjo device was being used for the patient¿s transfer and thus played a role in the incident. No technical malfunction of the device was found. The reported event was a sequence of unfortunate events. The complaint was decided to be reportable as the patient sustained a serious injury as an outcome of the event.